Event description:
Patient had placement of a medtronic spinal cord stimulator and battery/generator pack on. A few days after surgery she began receiving error messages from the device and then the device stopped working. Approximately 3 weeks after the initial surgery the patient returned to surgery for a replacement of the battery/generator with a new restore rechargeable system. The physician reported this to the medtronic reps and spoke with an engineer who could not determine whether the battery failed or if there was an issue with the power source. The engineer does not believe the battery could have possibly depleted as fast as it did but to date the md has not heard back that medtronic has determined a cause for the failure. Please also note the patient returned again ~1month after revision surgery for another revision of the surgery but this time the device was determined to be functioning and the battery rechargeable at 100%.

Event description:
Patient had placement of a medtronic spinal cord stimulator and battery/generator pack on. A few days after surgery she began receiving error messages from the device and then the device stopped working. Approximately 3 weeks after the initial surgery the patient returned to surgery for a replacement of the battery/generator with a new restore rechargeable system. The physician reported this to the medtronic reps and spoke with an engineer who could not determine whether the battery failed or if there was an issue with the power source. The engineer does not believe the battery could have possibly depleted as fast as it did but to date the md has not heard back that medtronic has determined a cause for the failure. Please also note the patient returned again ~1month after revision surgery for another revision of the surgery but this time the device was determined to be functioning and the battery rechargeable at 100%.